Manufacturer narrative:
Tracking #.58521/c. Device-a-h6; dislodged anvil. The analysis results confirmed that instrument a was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design spec. Instruments b and c were returned in good physical condition. The instruments were cycled, fired, cut, and formed the staples within design spec. The instruments were disassembled to examine the internal components and no deformations could be identified. Instruments b and c were fully funcitonal and conforming to design specs. The cartridges returned with instruments b and c had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Co has identified and resolved an issue with a component supplier that will impact the occurrence level of the anvil dislodgeing from the closure tube. While this has been a recent change, the early indicators of complaint monitoring reveal a decrease in the number of events reported. Co will continue to monitor the reports co receives until co's satisfied the issue has been completely resolved.

Event description:
It was reported by the rep the devices were used in a diagnostic laparotomy which turned into a salpingo oophorectomy. The 1st device would not close. The 2nd and 3rd devices would not fire. The instruments may have locked out. The rep has since reinserviced the doctor and staff, and they have had no problems since. The event occurred sometime in may. There was no consequence to the pt.